Event description:
The customer reported that the system would need a replacement of the power controller. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the intelligent shutdown board power controller and adjusted the ac voltages at the transformer taps. The system was tested and found to be working as intended and put back in service.